Event description:
It was reported by the patient that she underwent a "leg" procedure which included having a stent placed on (B)(6)2010. Access was obtained at both the left and right groins. The patient reported that after the procedure, they used a "stitch" on the right side and the mynx on the left side. She said that after the procedure, she began hemorrhaging and they "injected something" because of the hemorrhaging but didn't know what it was. The patient reported that she was admitted to the intensive care unit (ICU) for 2 days due to a drop in blood pressure and she had lost blood. She was reportedly placed on ivs. She reported that she had bruising from her belly button to her thighs. She had "bleeding in her belly" but stated that now it was mostly "just the bruising". The patient reported that during her follow-up appointment the week of (B)(6)2010, the doctor told her that the "glue popped off her artery."

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the limited information provided by the patient, the cause of the reported access site bleed could not be conclusively determined. The exact source of the hemorrhaging was unknown by the patient. It was reported that a stitch was used on right side and mynx on left side. On 09/30/10, the aci sales professional was able to confirm that the event did in fact take place, however unsuccessful attempts were made to obtain additional information regarding the event. No further information was provided regarding relevant patient history or procedural information. In addition, there was no information provided regarding the femoral angiogram and suitability of closure, or the use of the device per its instructions for use. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.